Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing completed on 29september2023. Olympus sent the subject device to a third party for culture testing where: sampling from: operator channel cfu: <1 cfu. Bacterial identification: n/a. Sampling from: operator suction channel cfu: 3 cfu. Bacterial identification: filamentous mushrooms. Sampling from: air/water channel cfu: <1 cfu. Bacterial identification: n/a. Sampling from: canal water jet cfu: <1 cfu. Bacterial identification: n/a. Sampling from: canal distal end cfu: 2cfu. Bacterial identification: staphylococci coagulase. Although the subject device was reprocessed prior to culture testing, it was determined that the results did not conform to standard. The subject device was visibly inspected and there were multiple scratches to the distal-end pipe, inside the biopsy channel, the insertion section mount, cylinders and connector plug. The device will be repaired, and a follow up culture test will be conducted. The device evaluation and investigation are ongoing; therefore, therefore a root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the pre-cleaning and manual cleaning process. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with anios (cln) detergent and unspecified paa (disinfectant). The scope is blown dried with filtered compressed air and is stored in a hysis as300 storage enclosure. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The event can be detected/prevented by following the reprocessing method is described in the following sections of the instructions for use: ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 5 colony forming units (cfus) of staphylococcus aureus and champignons filamenteux which did not conform to standard. Due to the nature of these microbes, the scope will be reprocessed, and a new sampling will be performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for > 500 colony forming units (cfus) of pseudomonas mosselii. During the second sampling, the scope tested positive for 15 cfus of pseudomonas mosselii and 3 cfus of pseudomonas putida. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.